Manufacturer narrative:
(B)(4). Additional information: analysis results showed that one ems device was received with the rotating head broken, however the weld was note to be sufficient. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the reported damage occurred, this damaged is consistent with excessive pressure applied to the tube, damaging the rotating head. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported during a laparoscopic hernia repair procedure, the surgeon had inserted the stapler into the abdominal cavity. He had pushed the device against the mesh and wall but it was not possible to fire the device. One has broken in the instrument's joint. The surgeon took another instrument but it has broken in the distal tip. The plastic end has pushed out of the rod. The third instrument of a different lot has worked fine. No patient consequences reported. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.